Manufacturer narrative:
Implantation of a transcatherter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via clinical affairs that a (B)(6) patient with an implanted aortic bioprosthetic valve presented with severe aortic stenosis and regurgitation after an implant duration of approximately 11 years. The patient was being considered for enrollment in a clinical trial to undergo implantation of a transcatheter valve inside the subject stenotic valve.